Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow up, premature battery depletion was suspected on the device. The device was explanted and replaced to resolve the event. The patient was stable with no adverse consequences reported.

Manufacturer narrative:
Additional information: the device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Additional information received: following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable following the procedure.